Manufacturer narrative:
Evaluation is still in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a pump jam occurred on the roller pump of the perfusion sys. Also, "pump jam" and "belt slip" error messages were observed. As a result, an alternate device was employed. The user moved the tubing over to a spare pump and used that pump for venting for the remainder of the procedure. There was loss of venting for sixty seconds to change out but this did not delay the actual procedure. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: during cpb, after this pump had been working adequately, the roller pump being used as a vent stopped and "pump jam" was displayed. The occlusion of the pump was set prior to cpb with their usual method. The perfusionist (ccp) adjusted the occlusion and was able to get the pump going again, but intermittently over a fifteen minute period, belt slip messages would be displayed and a few other (pump jams with stops) occurred. The ccp elected to move the tubing over to a spare pump and used that pump for venting for the remainder of the procedure. Without tubing in the pump that was replaced, (B)(6) started the pump out of curiosity and a pump jam (with stop) occurred. The pump was removed from the base after the procedure nad has been returned to MFR for investigation. The case was completed successfully, without delay of the surgical procedure and there was no associated blood loss. There was no harm reported. There was loss of venting for about 60 seconds as the tubing was moved to another pump.